Manufacturer narrative:
Diabetes mellitus. Hypoglycemic unawareness. History of diabetic ketoacidosis (dka). Cataracts. Nephropathy. History of severe glycemic excursions. Dyslipidemia.

Event description:
On (B)(6) 2025 the user reported experiencing elevated blood glucose (bg) levels while using the ilet pump. They stated there were two episodes in one month during which they felt weak and less alert due to high bg levels. One of the episodes reportedly required hospitalization. The user described symptoms of weakness, lethargy, and fatigue. No long-term health effects were reported. The user could not recall exact dates but stated the events occurred over a month prior.